Event description:
It was reported that during a biliary stone removal procedure, a balloon rupture occurred. The stone was located in the common bile duct (cbd). The 8.5mm/5fr retrieval balloon was advanced along an unspecified guide wire, however, at an unspecified time it was noted that the balloon had ruptured. The device was removed and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.